Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had power supply issue.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email and initial reporter), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5, h6 (health effect clinical and impact code). A getinge field service engineer (fse) checked the device and replaced power management board (d670-00-1162). Functional/safety testing completed per manufacture recommendations all tests passed returned unit back to customer. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 09 oct 2025. The failure analysis and testing dept. Received part number: 0670-00-1162 pcb, power management, rohs serial number: (B)(6)_swemco with a reported unit failure of power supply issue. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number: 0670-00-1162 pcb, power management, rohs serial number: (B)(6)_swemco into the cardiosave test fixture serial number: (B)(6) and tested the board to factory specifications per procedure number: 0002-07-d016 revision f and the cardiosave service manual part number: 0070-00-0639 revision r. The fat dept. Could not replicate the power supply issue. The board passed testing. Retaining the board in the fat dept. Per procedure number: 0002-07-d008 rev.au.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had power supply issue. There was patient involvement however, no adverse event reported.